Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy due to high impedances. Reprogramming was unable to resolve the issue. As a result, surgical intervention took place on (B)(6) 2024, wherein the lead was explanted and replaced to address the issue. Patient now has effective therapy.